Event description:
A report was received that during a lead revision to reposition the leads, the doctor pulled on part of the lead, it broke and part of the lead is still in the epidural space. The doctor was unable to retrieve it. The reason for the lead revision was because, the pt's wound was not healing properly and the leads were aggravating the pt. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis.